Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. .

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed or reproduced. The root cause was not identified since the condition could not be reproduced. No further action was taken to fix the reported problem since it was not identified. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.90. A follow-up report will be filed if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the manual tube release information appeared on the screen. It is unknown in which care area this event occurred. The process step was upon power-on and there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.